Manufacturer narrative:
The account provided hillrom a picture of the broken composite sling bar hook. In the hillrom instruction guide for universal sling bars (7en160185 rev. 4), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. Hillrom provided the account with the correct part number for a new sling bar and the account will be responsible to replace the slingbar. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating that a slingbar hook was broken. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as medical complaint # (B)(4).